Event description:
It was reported that on (B)(6) 2013, the patient underwent a procedure with placement of a 3.0 x 28 mm implant in the proximal left anterior descending artery. Pre-dilatation was performed using a 3.0 x 15 mm trek dilatation catheter. During pre-dilatation, a dissection occurred. The dissection was treated with the implantation of the 3.0 x 28 mm implant at the target lesion and no additional intervention was required. The patient condition resolved the same day. One day post procedure, the patient's cardiac enzymes were elevated. No treatment was provided and the enzyme elevation resolved the same day. No myocardial infarction was diagnosed. The patient was discharged to home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Relevant tests: (B)(6) 2013 (21:06): ck-mb=2.6 ng/ml, normal upper limit 6.3. (B)(6) 2013 (12:23): troponin I=0.01 ng/ml, upper reference limit 0.05. (B)(6) 2013 (21:06): troponin I=0.15 ng/ml, upper reference limit 0.05. (B)(6) 2013: ck=55 u/l, normal upper limit 254. (B)(6) 2013: ck-mb=7.7 ng/ml, normal upper limit 6.3. (B)(6) 2013: troponin I=0.73 ng/ml, upper reference limit 0.05. There was no reported product deficiency. The reported patient effect of dissection is listed in the trek instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.